Event description:
The customer contact reported a leak. On an unspecified date, it was reported that an unspecified volume of solution leaked during filling at the user facility. The customer contact reported that when the vial was being filled with an unspecified solution, a leak was noted around the blue stopper in the vial and down the center of the metal piece of the injector in the vial. No additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Representative devices from the same lot were received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.